Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 16.0-16.2cm from the connector pin and at 37.6-37.8cm from the distal tip electrode, consistent with lead friction to the ICD can. External insulation abrasion was noted at 7.7-8.6cm and 12.7-13.0cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Internal insulation abrasions were noted at 7.4-7.8cm, 14.6-15.0cm, 26.1-27.2cm, 28.2-28.7cm, 30.8-31.2cm, and 33.1-33.4cm from the distal tip electrode. The etfe coating was intact at these abrasion locations.